Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the mega suturecut needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found grip cable frayed at the distal idler pulley. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.